Event description:
Baxter chile reports "solution leaked through the border of the cassette which was not sealed" during prime. No patient injury or medical intervention was associated with this incident per international affiliate.